Event description:
Report # 2915056-2013-00071 is a health professional report from USA that involves rapidstrand rx. The reporter stated that a pre-loaded implant of rapidstrand rx contained three incorrectly loaded implantation needles (number 25, 26 and 27) with wrong seed positions, compared with the loading map. At the time of reporting, the facility planned on making a manual adjustment to the procedure and continuing the implant as scheduled. Qa investigation (B)(4) is pending.